Event description:
It was reported that the pump issued high alerts and an alert 38 for consecutive stalled motor along with an occlusion alert, and after a dry run confirmed successful insulin delivery the user replaced the infusion supplies; the user reported a blood glucose of 349 mg/dl and stated they felt well. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with motor stalls and occlusion, with mechanical problems identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.